Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the only complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported sheath break and material issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during the catheter placement, the sheath allegedly broke into two pieces in the patient's chest wall. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2022).

Event description:
It was reported that during the catheter placement, the sheath allegedly broke into two pieces in the patient's chest wall. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the only complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: one protective sheath segment was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported tunneler sheath broken issue and material separation issue, as a circumferential break was noted at one end of the segment. The complete circumferential break was noted to be jagged and frayed plastic fibers were also noted. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022), h11: h6(method, result), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the catheter placement, the sheath allegedly broke into two pieces in the patient's chest wall. The procedure was completed using another device. There was no reported patient injury.